Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was functional. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the electric pen drive device had no power. The reporter stated that the console device was used with other hand pieces and the device worked. It was reported that there was no delay to a surgical procedure as a spare device was available for use. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.